Event description:
It was reported that the patient confirmed the artificial urinary sphincter (aus) pump was too high up, he wanted it lower. A surgical procedure was performed to change the pump. There were no patient complications.

Manufacturer narrative:
Concomitant product UDI for balloon is (B)(4). Concomitant product UDI for cuff is (B)(4).